Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and a red color was observed under the pebax. A second closer inspection was performed and a hole was found on the pebax along with a reddish-brown material inside. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the blood found inside the pebax area could be related to the reported force issue. The noise issue could not be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that whenever they go into ablation the tip of the catheter will display noise and there was significance force values difference. They tried re-zeroing the catheter was the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued. There were no patient consequences. The customer¿s reported noise on signals and high force values issues are considered to be not MDR reportable since the issues are highly detectable when occurring. The potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low. On 5/28/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found a red color observed under the pebax. This issue is considered not MDR reportable since there is no indication device integrity being compromised. On 6/22/2020, during a second visual inspection it was found a hole on the pebax and reddish-brown material inside of the pebax. This finding was reviewed and assessed as MDR reportable since the integrity of the device is confirmed to be compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/22/2020 and reassessed as MDR reportable.